Manufacturer narrative:
The device history record (DHR) review and service history record review was completed and confirmed that the console was last serviced on 12 december 2019 and the console was fully functional with no issues. A review of the device instructions for use (IFU) and operators manual was completed and did not reveal any evidence of device misuse, off-label use, or failure to follow instructions. A footswitch replacement was shipped to the customer and installed. The customer reported the console system was fully functional. The replaced footswitch was received and analyzed. Visual examination identified that the foot guard bottom had chipped paint and physical wear. Functional testing was performed with ohm meter to check the footswitch contacts. Each set of contacts were tested by stepping on and releasing each pedal and the footswitch passed the functional testing. No shorts circuit were found. The open and close contacts reacted properly as each pedal was activated. Based on analysis results and the information currently available, there were no damages identified that could have cause or contributed to the reported event. An evaluation conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that during a photoselective vaporization of the prostate (pvp) procedure, the footswitch was locked in vaporization mode. The procedure was not completed due to this event. There were no clinical consequences to the patient.

Manufacturer narrative:
The device history record (DHR) review and service history record review was completed and confirmed that the console was last serviced on (B)(6) 2019 and the console was fully functional with no issues. A review of the device instructions for use (IFU) and operators manual was completed and did not reveal any evidence of device misuse, off-label use, or failure to follow instructions. The product was not returned for analysis; however, the footswitch was replaced onsite. Based on the footswitch replacement, the reported event is confirmed and an evaluation conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that during a photoselective vaporization of the prostate (pvp) procedure, the footswitch was locked in vaporization mode. The procedure was not completed due to this event. There were no clinical consequences to the patient.

Event description:
It was reported that during a photoselective vaporization of the prostate (pvp) procedure, the footswitch was locked in vaporization mode. The procedure was not completed due to this event. There were no clinical consequences to the patient.